Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 712 mg/dl. The customer stated that she felt like she was having a heart attack. The customer also stated that she had a urinary tract infection that may have contributed to the event. The customer declined troubleshooting as she felt that the insulin pump was functioning properly. The customer stated that her hcp made changes to the insulin pump settings, and her blood glucose levels went back to normal. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.